Manufacturer narrative:
The rollator is missing a screw that holds the right side frame to the rest of the frame. This is making the rollator very unsteady. The jazz is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
The rollator is missing a screw that holds the right side frame to the rest of the frame. This is making the rollator very unsteady. The jazz is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).